Event description:
Device issue: none. Adverse event: infection. Time of adverse event: 1 to 2 weeks post procedure. It was reported that a physician trained in the use of the proglide device achieved uneventful arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, one week post-procedure, the pt returned to the emergency room with a small infection in the right groin. The infection was treated with oral antibiotics and the pt was felt to be fine and sent home. Then one week later, the pt returned to the emergency room and the infection had become a "full" infection at the arteriotomy site. The pt taken to surgery and the infection area was surgically cleaned. The proglide suture remained in the groin. A culture was taken from the area and the results revealed the infection was (B)(6). The physician does not feel the infection was caused or contributed by the proglide sutures. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.